Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04504. The patient received her scs system on (B)(6) 2011, including two leads (with different lot numbers). It was reported the patient was experiencing numbness in her hands postoperative. Follow up identified the patient was experiencing effective stimulation at her postoperative programming session, however, the patient also had stimulation in her hands. Reprogramming was unable to resolve the issue. Further follow up attempts with regard to status were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.